Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted and replaced due to oversensing.

Event description:
It was reported that during the implant procedure, the lead appeared broken at the proximal end. The damage was noticed upon opening of the package and before the implant attempt. The device was not use in the patient. No patient complications have been reported as a result of this event. The stylet was returned to the manufacturer, analyzed, and tested out of specification.